Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va066zy, implanted: (B)(6) 2013, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A patient indicated for urinary dysfunction and gastrointestinal/pelvic floor reported their symptoms were like they didn't have an implant. They had experienced a gradual change in therapy in march 2015. The patient had felt stimulation and "sometimes it even hurt." They had turned stimulation up to the maximum level. At the time of the call, the patient was not feeling stimulation. No falls were noted to be related to the issue, but it was stated that the patient did go through shopping security devices and noticed a temporary change in therapy. The device was checked during the call and stimulation was off. The patient changed to program 4 and was to increase on their own. They noted they would also contact their doctor if changing programs did not resolve the loss of therapy. No further information was reported. A follow up report will be sent if additional information is received.